Event description:
It was reported the pt experienced an auto-reduction in stimulation when she tried to increase the amplitude. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. Reprogramming around the invalid contacts initially resolved the issue. Follow-up identified the pt again experienced auto-reduction in stimulation. The pt also reported ineffective stimulation coverage. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.